Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the device was plugged in and started morcellating, and then it stopped and would not restart. The patient had a one hundred gram uterus which was not calcified. This occurred during the first minute of morcellating. The device seized and stopped entirely. The device was not jammed with tissue. A second device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.